Event description:
Male patient has had spinal cord stims for low back pain and thought there was a loose wire; patient could feel shocks and it became uncomfortable when he moves and feels sharp pain. When system is off he doesn't feel unpleasant sensations but is in worse pain. Patient has chronic leg pain/regional pain syndrome stemming from logging accident. In the beginning of this year this patient had a laminectomy and stimulator ipg; t-8-9 laminectomy with implantation of surgical spinal cord stim lead, t 9-10 laminectomy for removal of previously seated (last year) spinal cord simulator surgical lead distal wire implantation w/lead and connection of new spinal cord stim ipg. As of this summer patient had pain in lower (l) leg; x rays showed no change in lead position, no loose wires.